Manufacturer narrative:
At this time, the product will not be returned. Should the product be returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information reported from the field representative indicated that this rv lead failed, as noise, diminished p wave signal, and poor threshold were observed. This rv lead was removed and successfully replaced. It was also noted that the lead was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown issue, during a normal battery depletion (nbd) replacement surgery. No further information is known, at this time. No additional adverse patient effects were reported.